Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/21/2025 the user reported that on (B)(6)2025 the user experienced a dexcom g7 continuous glucose monitor (cgm) becoming unpaired from the ilet device. The user continued to view glucose readings through the dexcom app and was able to re-initiate pairing following troubleshooting with support. No disruption in blood glucose monitoring occurred and no clinical symptoms were reported.